Event description:
It was reported that this pacemaker device exhibited a decrease in estimated battery longevity dropping 2 years, 1 month in less than 1 years time. The device remains implanted. No adverse patient effects have been reported.

Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. This investigation will be updated should further information be provided.